Manufacturer narrative:
H10: h3, h6: the reported fast-fix 360 curved needle delivery system, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, both anchor deployed when deploying t1. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: advancing the trigger multiple times during deployment of t1. The instruction for use outlines precautionary statements and instructions in during deployment. A review of the manufacturing and complaint records was performed for the reported lots, there were no indications that would suggest that the devices did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the surgery when the first shot was made, there was a simultaneous deployment of the 2 polymers. No patient injuries or significant delay reported. Back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.